Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-26, serial/lot #: f597013, ubd: 22-may-2025, UDI#: (B)(4) additional codes: annex es annex fs medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that following the valve implant procedure, blood flow disorder in the right lower extremity was observed, and removal of femoral artery calcification was performed. One day post-implant, intestinal ischemia was suspected via computed tomography scan and extensive small intestine and colon resection were performed. Subsequently, the patient was transferred to another hospital for treatment. Nine days post-implant, the patient was on artificial respiration ventilator and continuous hemodiafiltration after being transferred to another hospital and was treated with the aim of stabilizing extubation vital signs. However, sudden rise in bilirubin and decrease in platelets were observed; the patient was diagnosed with liver failure due to decreased portal vein blood flow. A decision was made to wait for recovery of the liver function, but the patient¿s general condition gradually deteriorated. One day later, the patient died. The cause of death was liver failure. Per the physician, the valve and the valve implant procedure contributing factors to the patient's death were unknown.

Event description:
Additional information was received that per the physician, the delivery catheter system (dcs) can not be excluded as a contributing factor to the intestinal occlusion because it was possible that the plaque dislodged by passing the dcs through the patient¿s anatomy. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the blood supply to the intestines was obstructed. Subsequently, the intestines became necrotic requiring surgical intervention. It was noted that vascular access was difficult to obtain and the plaque might have been dislodged during the process. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: product ID: l-evolut-2329, lot #: 0011697752, ubd: 2025-03-21, UDI#: (B)(4). Product ID: evolutfx-26, serial #: (B)(6), ubd: 2025-05-22, UDI: (B)(4). Product analysis: no product was returned and no procedural images were submitted for review. Therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.